Event description:
Noticed bloating, unexplainable weight gain, difficulty losing weight, problems concentrating, memory issues, itching, painful joints, and lower back pain since implantation of essure in 2013.